Manufacturer narrative:
(B)(4). The original implant procedure was performed in (B)(6) 2015. The complainant part has not been explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing site: (B)(4). Manufacturing date: march 2, 2015 - expiry date: december 25, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an original surgical procedure in (B)(6) 2015 to treat a disc problem. Thereafter, the patient reported experiencing a post-operative allergic reaction. Per the surgeon, it is unclear if the reaction was implant related or if the issue was even an allergic reaction. At this time, the patient is still under treatment. No additional information is available at this time. This report is 1 of 2 for com-(B)(4).